Event description:
1. What was the impact on the patient? The patient was not affected. At most, nurse took a little longer to administer the medication. During the night the nurse had to put on more light to remove the broken piece or change the IV line. 2. How was the procedure completed? Nurse was able to remove the aborted piece from the top-up point. If this failed, they had to change the IV line.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2306136. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. Through examination of the sample, the tip of the syringe was observed broken. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspect all product and automatically reject any defects identified. Based on these preventive measures, we believe the damaged syringe most likely resulted from a blockage during the barrel feeding process. After that, the syringe tip was damaged and went undetected by the assembly machine. We believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd discardit¿ ii syringe broke off. The following information was provided by the initial reporter, translated from dutch: "this morning the night shift nurses gave me another syringe whose nozzle broke off. This time with the package still attached, so we now also have a lot number = 2306136 this syringe is also on the f2, office pipe."